Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), thin flail fragile leaflets, enlarged atrium for a mitraclip procedure. During the procedure, lot of plus knobs was added, but there was aortic hugger and led to grasping in an unfavorable angle. Leaflet insertion was good and the clip was implanted. After the deployment, it was determined that a single leaflet device attachment has occurred and the clip was no longer attached to the anterior leaflet and the part of anterior leaflet was ruptured. Per the physician, slda was due to the pre-existing patient anatomy of thin leaflets and massive aortic hugger owing to the abnormal atrium size. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and difficult positioning were due to pre-existing patient anatomy. The reported tissue injury appears to be related to the reported slda. The reported unchanged mr is related to the reported slda and tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 1158 was removed.